Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure, the subject stent was not opening at the proximal bend of the neck of aneurysm and on trying re-sheathing it got detached from the resheath pad and when tried to recapture in microcatheter it was not resheathing and it got jumped inside the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Event description:
It was reported that during an endovascular procedure, the subject stent was not opening at the proximal bend of the neck of aneurysm and on trying resheathing it got detached from the resheath pad and when tried to recapture in microcatheter it was not resheathing and it got jumped inside the aneurysm. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the device was prepared for use as per the directions for use, there any no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure, the anatomy was severely tortuous. The device was used in conjunction with a stryker microcatheter. As per physician the device was not opening at the proximal bend of the neck of aneurysm and on trying resheathing it got detached from the resheath pad and when tried to recapture in microcatheter it was not resheathing an it got jumped inside the aneurysm. The good faith effort attempts have been completed in our effort to obtain the device and questions answered. However, there has been no reply and the device has not been received at our facility; therefore, the investigation will proceed with the information currently available. Should the device became available in the future, the parent record and investigation will be reopened and addressed accordingly. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue stent failed/unable to open, flow diverter stent unable to re-capture into microcatheter, unexpected movement of device and stent deployed prematurely during use.